Manufacturer narrative:
The device was returned for eval and confirmed the two coils tangled, but the eval could not determined the cause of the event. (B) (4).

Event description:
Coiling treatment of an aneurysm. During coil placement, it was reported, the coil locked with a previously implant coil. The physician was able to remove both coils. No pt injury reported.